Event description:
Follow up with the surgeon that the patient stated noticed a "kink in the vns lead wire" revealed that the operative notes from the explant surgery noted that the lead was "unremarkable". There was no indication of any of the reported issues in the notes.

Event description:
It was reported by the patient that a piece of the vns was left inside of her and that she needed it removed. She stated that a previous surgeon noted a kink in the vns lead wire and thought that it could pull the lead and cause migration, displacing the areolar. It was stated that the physician and patient were unsure if it were related to the patient being diagnosed with a hemangioma, which later progressed to "cancercinimoas" (likely carcinomas). Follow up with the physician which the patient indicated was with she had been working with more recently regarding the vns revealed that, while the physician was unable to provide an assessment on the remnants of the vns lead left implanted in the patient, the reported areolar displacement, and the reported hemangioma, there was no relation between the vns and the carcinoma ("cancercinimoas"). The physician stated that the patient was only seen once in consultation. No additional relevant information has been received to date.